Manufacturer narrative:
Initial and final MDR 1883221 - device 2 of 2. Patient city: san diego.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusions set fell off during use events on (B)(6) 2024. The first infusion set was in use for 3 days and patient was doing physical activity or was sweating, swimming or taking a bath when it fell off. The blood glucose level at the time of first event was 150 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Patient treated the second by multiple daily injection (mdi) for insulin. No further information available.